Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was inflated to rated burst pressure (rbp) without issue. The device deflated within specification. The inflation device was verified before and after use. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. The device was loaded on a 0.014" guidewire without resistance. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-jun-2019. It was reported that balloon inflation failure occurred. Vascular access was obtained via the radial artery. The chronic totally occluded, 32mm x 2.5mm, concentric target lesion was located in the non-tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.75 x 15 balloon catheter, a 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. During the procedure, the balloon failed to inflate. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.